Manufacturer narrative:
The device was not received for evaluation. Therefore, we could not conclusively determine the root cause of the reported incident. It is possible that anatomical factors such as calcification or stenosis contributed to the failure. Balloon rupture is an inherent risk of using this product. Due to the nature of the device and the procedures it is being used for, the reported issue is a known complication of using the device. It is possible that procedural factors/anatomical features such as calcification, or plaque caused/contributed to the reported issue. As stated in the IFU: "exercise caution when encountering extremely diseased vessels. Arterial rupture or balloon failure due to sharp calcified plaque may occur. Avoid extended or excessive exposure to fluorescent light, heat, sunlight, or chemical fumes to reduce balloon degradation." The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. Note: this is report 1 of 8 related to the first shunt used in the event.

Event description:
It was reported that balloon thickened and ruptured during use on a patient. However, additional information received states that the balloon rupture did not occur on a patient and was during pre-testing. Over the past 2 months there have cases of the balloon rupturing during the pre-use check. We attempted to clarify the report, but it was not successful. No injury was reported to the patient. Note: this is report 1 of 8 related to the first shunt used in the event.